Event description:
It was reported that another manufacturer's stent was deployed in the distal circumflex artery. Post intervention angiography suggested the stent was somewhat under-sized. The md attempted to inflate balloon to 14 atm's, but then was unable to retract the balloon-it appeared to be firmly affixed within the stent. Attempts were made for 45 minutes to retract the balloon, but it could not be withdrawn or advanced. The patient was given nitroglycerine. The physician used low, then high inflation pressures; he deeply seated the guide catheter and purged the balloon with saline. He then tried to re-inflate the balloon at both high and low pressures, meanwhile exerting gentle traction. Finally, after inflating to 14 atm's followed by immediate negative aspiration and firm traction, the balloon was withdrawn. Follow-up angiography revealed a filling defect in the stent, which was felt to represent disrupted struts or thrombus secondary to balloon entrapment, but it does not appear to be flow limiting. He did not attempt to re-cross the stent and the procedure was terminated. The result of the stenting procedure was felt to be sub-optimal, but adequate.